Manufacturer narrative:
Initial and final MDR 1889107 - device 3 of 5e1: patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that five infusion sets were fell off during use. The infusion set in use for 2 days. The customer resolved their issue by replacing infusion set and resumed insulin successfully. No further information available.